Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, hemopro2 extension cable plastic housing had broken off exposing connection prongs. A replacement device was used to complete the procedure. No patient involvement.

Manufacturer narrative:
(B)(4). The hp2 extension cable device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical usage and no evidence of blood were observed. One of the connector collars of the extension cable was missing from its original position. The connector collar was dislocated from its original position leaving the inner component (pins) exposed. The detached/broken collar piece was not returned for evaluation. Based on the returned condition of the device and the results of the investigation the reported failure mode "break; cord" was confirmed. A serial/lot number was not provided and the specific product serial/lot number cannot be identified from a ship history, therefore it is impossible to obtain a certificate of conformance.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, hemopro2 extension cable plastic housing had broken off exposing connection prongs. A replacement device was used to complete the procedure. No patient involvement.